Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2021; explant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (10 mg/ml at 5.6mg/day) via an implantable pump. It was reported that the patient was not having good pain relief and they had a negative catheter access port procedure as the catheter would not aspirate. No external factors were involved. A revision occurred and the pump pocket was opened and there were no visible issues with the catheter. The healthcare provider then placed a new catheter and connected it to the pump. The old catheter was partially explanted and tied off. The issue was resolved.